Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Patient had been whitening at home for 4 weeks with stellar results. At the start of the 5th week of whitening, the patient woke up friday morning ((B)(6) 2017) with a swollen lip and white spots and called his dentist. Dentist immediately advised the patient to discontinue use of all kör products indefinitely, as he wasn't sure if it was due to the whitening gel or desensitizer. Spoke with dentist who said the patient returned to normal in approximately 5 days. Also, the patient has permanently discontinued use of the kor desensitizer. Uncertain as to if/when the patient will resume whitening.